Event description:
It was reported a patient experienced a break in aseptic technique further described as a touch contamination during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain, diarrhea and cloudy effluent. Treatment was unknown. The patient was retrained on proper aseptic technique. Peritonitis was ongoing, but improved. Pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Date of event: date reported as (B)(6) 2013. The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.